Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that her son was hospitalized due to high blood glucose of 342 mg/dl and diabetic ketoacidosis. The customer had uncontrolled blood glucose and was vomiting. The caller stated that they do not want to troubleshoot the insulin pump but instead want it to be replaced. The night before the hospitalization the customer tried to control the high blood glucose with the insulin pump, but was unsuccessful. At the hospital the customer was treated with IV drip, potassium, dextrose and insulin drip. The customer was wearing the insulin pump at the time of the emergency room visit. No further information was provided.